Manufacturer narrative:
Calibration and controls were acceptable. There is no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer determined there was an operator error as the wrong labels were affixed to the patient sample tubes when repeating the samples, causing the discrepancy. An instrument check was performed. The investigation did not identify a product issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The serial number of the e 601 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys estradiol iii on a cobas 6000 e 601 analyzer. The sample initially resulted in an estradiol value of 1227 pg/ml. The physician questioned the result as it did not agree with the patient's clinical presentation. The sample was repeated, resulting in an estradiol value of 63.38 pg/ml. The repeat value was deemed correct.